Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date about two weeks ago, the consumer started using the reach by design toothbrush, for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the tooth brush snapped in half at the finger rest area below the neck. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Lot number was not provided by the consumer and a returned product was not received. A review of the trending data by product family reach by design toothbrush for breaks/falls apart with use revealed no adverse trends. There were no related manufacturing /facility issues found and no changes made to the design, formula, packaging or labeling within two year review period prior to the alert date of the complaint (jun-2010 to 14-jun-2012). Due to lack of a sample and lot number a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date about two weeks ago, the consumer started using the reach by design toothbrush, for dental cleaning (route-dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the tooth brush snapped in half at the finger rest area below the neck. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.